Event description:
Instrument broke intra-op. All pieces accounted for and removed from field. A new suction was opened and used to complete the procedure. Account rep picked up broken product and will assist with repair/replacement.